Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse stated that the customer sent a detailed email of the issue, where it was stated that the customer came to the conclusion that the actual fiber optic tip had failed. The fse was unable to reproduce the reported failure. The fse reviewed the logs and found no major faults in the logs. The fse then tested the unit without any issues or failures. The fse performed safety, calibration, and functionality checks to factory specifications. The unit was then released to the customer and was cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) cable isn't reading. There was no patient harm reported.